Manufacturer narrative:
This report is submitted on january 30, 2020.

Event description:
Per the clinic, the device was explanted secondary to the patient experiencing an infection (B)(6) that was treated with IV antibiotics.